Event description:
It was reported that this implanted lead was part of system revision due to infection. The patient was treated with antibiotics. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned intact and not severed. The setscrew marks were in the correct location on the terminal pin. The outer insulation and sense b insulation were damaged from the terminal end, with tool marks present. Distal hv cables had a slack fit (loose) along the lead body, were pulled out of the distal fitting, and induced damage at explant. The distal hv cable conductors had an electrical open resistance, indicating a fractured or broken conductor. The distal hv cable conductors were pulled out of the distal fitting from the terminal end and induced damage at explant. Proximal shocking coils stretched out, distal shocking coils were misaligned and induced damage at explant. The distal fitting and transition tube were misaligned during the explant procedure. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. The patient was treated with antibiotics. No additional adverse patient effects were reported. The implanted lead was explanted.